Manufacturer narrative:
Visual examination of the returned device revealed stent damage to the proximal end. Some proximal stent struts were raised. This type of damage is consistent with the device encountering some form of restriction. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is determined to be unknown.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to direct stent a taxus liberte' 3.5x16mm drug eluting stent to the left circumflex (lcx) artery, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the stent "dilapidation." The procedure was completed using another device. No patient injuries or complications were reported. Patient status post procedure is noted as good.